Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were observed. A functional evaluation was performed and the unit failed the 50 pound load test. The piston migration was at 3.03 which is indicative of hydraulic fluid loss. An excessive amount of hydraulic fluid within the bimba housing and on the bimba itself was observed. The amplifier piston assembly was removed from the unit and it was observed that there were wear marks on the rubber seals of the amplifier piston. The complaint has been confirmed and a root cause has been associated with worn seals within the amplifier piston assembly which allowed hydraulic fluid to escape to the point where there was no longer enough fluid to maintain adequate holding pressure. The excess fluid within the bimba tube and on the bimba was a direct result of the amplifier piston¿s worn seals allowing hydraulic fluid to escape. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the spider tenet was leaking what made it not to hold pressure. There was no delay or patient injury reported.